Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that grooves were noted in the cuff of this tracheostomy tube causing a leak while in use with a patient. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation summary: one portex endotracheal tubes polar device was returned for analysis without their original packaging. Functional testing included leak testing. The returned sample was inflated using a syringe and was submerged in water in order to detect any leakage. One small hole in the tube. The customer stated issue was duplicated and confirmed. Problem source could not be identified.